Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r.

Event description:
During the svt procedure, the ensite x system did not recognized the catheter was connected. The tactisys and ampere were restarted with no resolution. The catheter was exchanged and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, this batch is associated with a potential recognition issue and loss of functionality.